Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet, with a reported blood glucose of 348 mg/dl that later trended down to 305 mg/dl after a cartridge change; the user had recently undergone shoulder surgery and was taking oxycodone and inquired whether the medication contributed to the event, and available device problem and component details were insufficient. Symptoms included hyperglycemia with lightheadedness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and available information on the device problem and component was insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established.